Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reports that the reagent solution splashed into their eyes. Additional information has been request but was not provided.